Event description:
It was reported that the patient was admitted to the clinic care unit (ccu) with pericardial effusion related to possible lead perforation. The patient was sent to the cathlab were centesis was performed. There were no plans for a lead revision. Lead remains implanted. Patient was stable.

Event description:
New information noted that the right atrial lead was explanted and replaced due to high capture thresholds on (B)(6) 2022. The lead was thrown away and will not be returned for evaluation. The patient was stable throughout the procedure.

Event description:
New information notes that the centesis was performed on (B)(6) 2022.